Manufacturer narrative:
Eval conclusion- no conclusion can be drawn because of the lack of details related to the case. It is the company's understanding that the hospital/surgeon will not provide any further info because they are not reporting a complaint.

Event description:
The MFR was notified of a mitroflow valve that was explanted after approx 2 years due to aortic stenosis. Surgeon is not expressing a complaint. The device is not available for eval and no device details (model/size and serial number) were provided.